Manufacturer narrative:
(B)(4) ipg implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high lead impedance warning and high thresholds resulting in a polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.